Manufacturer narrative:
The lld ez in this report was sent to st. Jude medical inside of the 7120 durata lead for evaluation of the lead.

Event description:
Lead management case to extract leads for repositioning. A 12f and 14f glidelight devices were successfully used to clear the 7120 rv (implanted (B)(6) 2008) lead of adhesions with no adverse effect on the patient. Upon applying traction to the lead using an lld ez, the lead freed from the myocardium causing a micro effusion at the lead implant site. A drop in blood pressure was observed and a pericardiocentesis was performed stabilizing the blood pressure. Tee revealed a small effusion in the rv so the decision was made to perform a subzyphoid window, no bleeding was found. The procedure continued and was completed successfully with no further difficulty.